Event description:
The channel just to the left of the "brain" started beeping, said "channel error", and was unable to be turned off. The only thing infusing through that channel was a kvo / secondary IV medications such as antibiotics, so the patient was not harmed. When the pump + malfunctioning channel was sequestered, it did turn off automatically when all other (functioning) channels were removed or turned off. The patient's vital signs were not affected. All other channels continued to work, although they were either moved to a new functioning pump (vasopressin, propofol) or sent to dirty utility after a new bag of the medication was hung/primed and started through a new channel on the new pump (norepinephrine). The malfunctioning channel + pump were orange-tagged and put in the dirty utility room with the ce ticket # written on the tag.